Event description:
Boston scientific received information that this product was part of a system erosion. The patient has been hospitalized for monitoring. There were no additional adverse effects reported. A decision regarding revision will made in the future.

Manufacturer narrative:
According to available information, this system remains implanted. Should additional information become available, this event will be updated.